Manufacturer narrative:
(B)(4). (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06475 and 06476. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device location unknown.

Event description:
It was reported that a patient underwent a revision due to infection. The date of the initial surgery is unknown. Attempts have been made and additional information on the reported event is unavailable at this time.